Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, the battery gauge was observed to be fluctuating. The customer's blood glucose (bg) was 377 mg/dl. Upon follow up, the customer indicated that the issues were resolved and declined further assistance from tandem technical support regarding the issues. No additional information was provided.